Manufacturer narrative:
Customer service sent the customer a larger easy expression bustier. In follow up with a complaint handler on (B)(6) 2021, the customer stated that she was prescribed an antibiotic and the clogged duct is resolved. The customer also indicated that she is only using the larger bustier once a day because she is afraid of getting lumps again due to the tightness. Medela is filing this report, which is considered a serious injury as it required medical attention (medication was prescribed).

Event description:
On (B)(6) 2021, the customer alleged to medela llc that she was using the wrong size easy expression pumping bra with the pump in style max flow and she developed lumps in her breasts.